Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the infusion set tubing. Tandem technical support instructed customer to disconnect from site and prime out air using the fill tubing feature to resolve issue. Customer's blood glucose level was 317 mg/dl.